Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized on (B)(6) 2024 for two days due to high blood glucose levels and patient had complex health issues. Blood glucose was 544 mg/dl when admitted to hospital. Ketones test was done and result was high. Treatment was done with IV insulin drip (intravenous insulin infusion). No further information available.